Manufacturer narrative:
Received 1 used catheter with the drainage bag still attached. The reported issue was confirmed as manufacturer related. Per visual inspection a burr was noted at the tip of the catheter and funnel, no other defects were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter portion of the device contained excess silicone.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter portion of the device contained excess silicone.